Event description:
It was reported that this right atrial (ra) lead was explanted due to frequent dislodgement. Upon explant, the physician noted there were no issues with the helix deployment or retraction and there was no tissue found within the helix. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to frequent dislodgement. Upon explant, the physician noted there were no issues with the helix deployment or retraction and there was no tissue found within the helix. No additional patient adverse effects were reported.